Event description:
On (B)(6) 2018 insightec were notified by our insightec representative, insightec commercial development& international director, that during a conversation with the site ((B)(6)) chairman mr. (B)(6) mentioned, that a patient underwent exablate treatment for their uterine fibroids that resulted in bowel perforation. No additional data was given at this time. Despite insightec attempts to get the site to provide more information on this case, all attempts resulted in no communication the site. At this time, there is no additional information.